Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 316 mg/dl, which was treated with a manual injection. The customer stated that insulin did exit during a fixed prime, but she was unable to remove the infusion set at the time of troubleshooting to examine the cannula. She was advised that the issue may have been due to a possible insertion site-related issue, possibly due to a bent cannula or occlusion. She was advised to change the entire infusion set. Since she was unable to do so, she was advised to disconnect from the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.